Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed vertical lines on the video display so he replace the display controller pcb. The iabp was due for battery replacement and compressor rebuild. The stm completed these tasks along with a complete preventive maintenance with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had a video board issue, the display had vertical lines on it. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.